Event description:
An m6-c device was explanted due to implant failure. The device was explanted. The condition of the device at the time of removal was unknown.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.

Manufacturer narrative:
The device was received for evaluation. Some areas of attached bone were present on both endplates, particularly on the superior endplate. Together these observations suggest that the device was likely to have been well-fixed at the time of revision. There was no evidence of in vivo contact between the endplates. Based on the inspection in conjunction with the clinical data, and the provided radiographic images, it is unclear if the device had failed mechanically at the time of removal. The x-ray images provided pre-revision does show evidence of loss of disc height. While heavy extraction damage was present, the majority of the fiber construct and the core were not available for inspection. Therefore, it was unclear if either had failed at the time of removal. Further, it is unclear if infection was present at the time of removal. Therefore, it was not possible to determine the sequelae of events that led to the failure of this procedure.